Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: blood glucose (bg) levels have been from 355 to 498 mg/dl + for 2 days and concerned the pump is not delivering correctly. Patient has not checked ketones; has no nausea, shortness of breath or vomiting. Bg is responding to the procedures the health care professional (hcp) has provided, returning to 298 mg/dl range. Patient is using new insulin, not expired, changed cartridge since yesterday, and has changed the site three times, and changed set once since the onset of elevated bg. No scar tissue. When site was removed cannula was not kinked but a small amount of blood was noted. Luer lock is tight on cart. No air bubbles in cartridge /tubing, insulin in cartridge for 1 day. Time is set correctly. Customer support (cs) reviewed bolus history with no missed bolus deliveries. Verified tdd is accurate and correct active basal program is in use, with accurate delivery as programmed. Alarm history shows no relevant entries. Patient is not using a temporary basal. Site and cartridge normally changed every 2/3 days. Patient had the flu on (B)(6) 2013 and had a bg of 230 mg/dl. Customer support (cs) review found nothing to indicate a mechanical problem with pump, asked patient to call doctor for additional help and patient expressed understanding. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.